Event description:
Three of five recently purchased clamps have broken. One broke in half. Another broke inside a patient's mouth and a piece of it was apparently swallowed. The patient was sent for x-rays and the radiology report stated that metal piece was not in the patient's body.